Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited under-sensing in atrial channel. No intervention was performed.